Manufacturer narrative:
The device was reported to be discarded by the complainant and was not returned to the MFR.

Event description:
It was reported that the device leaked and/or fell apart. The device was replaced. There were no pt issues due to the event. The device was reported to be discarded. Add'l info was requested, but no add'l info was available.